Event description:
A customer reported that the o-ring on the cartridge was stuck. There was no adverse impact to the customer's blood glucose level. The issue was communicated via email to tandem diabetes technical support, but no additional information regarding corrective actions or the outcome of the event was received.